Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate. Part and lot numbers were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015 due to a non-union of a right distal tibia fracture. There was no malfunction of the hardware. An unknown synthes plate and screws were removed. The patient was revised to a synthes 2.7/3.5mm va-lcp anterolateral distal tibia plate and ten (10) unknown screws. There was no surgical delay or patient harm and the procedure was successfully completed. Patient outcome reported as good. The patient was involved in a car accident on (B)(6) 2014 and experienced an open distal tibia fracture with a lot of bone loss. The initial surgical procedure was performed on an unknown date and the patient was implanted with an unknown plate, unknown screws, and an unknown cancellous bone graft. It is unknown whether this initial surgery involved a surgical delay or patient harm. The patient's outcome from this procedure is also unknown. Please also see related complaint (B)(4) which addresses and reports an additional event related to this patient. This report is for one unknown plate. This is report 1 of 2 for (B)(4).